Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the product failed during use. No light. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description no light was confirmed, and further defects were detected. In total the following defects were detected: blade damaged, glued joints on camera head worn , leaking, cover worn, processing at temperatures above the, device specification (temperature indicator has , responded) . The device complied with the test specification at the time of delivery. Based on the defects found during the technical inspection it is therefore concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics and causes the weak light. The event is filed under internal karl storz complaint ID: (B)(4).